Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the image issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that while preparing for a procedure using the evis exera ii video system center and the evis exera ii xenon light source, she was receiving an intermittent image. According to the initial reporter, two separate 180 series scopes were used, and the image failure occurred with both. There was no patient harm reported as a result of this event. This is complaint 2 of 2, being submitted to capture the evis exera ii xenon light source device. For details relating to the evis exera ii video system center, please see complaint with patient identifier (B)(6).

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report her event. During the call, tac recommended trying another video cable to help identify the root causing device. However, the customer did not know if they had another cable or not, but intended to end the call and go search. Tac followed up with the customer on 3 separate occasions but received no response. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.